Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was giving the patient inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on (B)(6) 2011 at 8:00am, the patient reported blood glucose results of "66, 82, and 38mg/dl" with the lifescan meter, performed greater than 20 minutes of each other. The reporter stated that the patient does not take any medication to manage her diabetes and denied making any changes to the patient's normal diabetes management routine in response to the reported issue. Three hours after the alleged product issue occurred, the reported claimed that the patient developed symptoms of being "thirsty and hungry" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca also noted that the patient was using expired strips. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged product issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.